Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient developed an infection with e. Coli, which resulted in bleeding from the patients urethra. The patient was admitted to the hospital for three weeks where an IV was inserted. The patient stated that she does not think any antibiotics were given,

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient allegedly developed an infection with e. Coli, which resulted in bleeding from the patients urethra. The patient was admitted to the hospital for three weeks where an IV was inserted. The patient stated that she did not think any antibiotics were given.